Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It was reported that the device was removed from the anatomy and re-inserted after additional pre-dilatation was performed. It should be noted that the multi-link 8 coronary stent systems instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.5x18mm multi-link stent delivery system (sds) was unable to cross the predilated, mildly tortuous, mildly calcified, 100% stenosis, chronic total occlusion in the distal right coronary artery. Additional predilatation was performed, but the sds was still unable to cross the lesion. After the failure to cross the lesion the sds was retracted, but resistance was met and the shaft became kinked. The proximal part of the sds shaft separated. The entire system with the guide catheter and guide wire were removed as a unit. A non-abbott stent was used to complete the procedure. No additional information was provided.